Event description:
It was reported that the clinic was upset with the predicted longevity on the device. The device was approaching elective replacement indicator. The device was explanted and replaced. The right ventricular lead had rising threshold measurements. The lead was capped and replaced. The patient is enrolled in the systems longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.